Manufacturer narrative:
Analysis: visual inspection of the returned product shows no signs of physical damage present and no blood residue seen on inner device surfaces. Product specific info (mfg lot number) was not provided by the facility. Results of unit visual exam compared to device dimensional specifications confirm that two side holes are not present in the flanged distal tip of the returned product. It appears the mfg step to form the two openings in the distal tip of the unit was missed during the mfg process. Conclusion: no pt event. Reduced device performance occurred and was related to the reported product problem.

Event description:
Info received indicates the product was changed-out during the case when product inspection by the hcp found no side holes present in the unit's distal tip, as specified. No consequence was reported for the pt due to intra-operative product replacement.